Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 241 mg/dl and the cause was not known. The customer changed the pump supplies. During troubleshooting with tandem technical support, the pump time was found to be off by 5 minutes and the customer did not know why it was incorrect. The customer corrected the time. Blood glucose was 241 mg/dl.